Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified atrioventricular branch. After pre-dilatation was performed, a 2.25 x 38 synergy¿ stent was advanced but failed to cross the lesion. Subsequently, a non-bsc guide extension catheter was used but the device still failed to cross the lesion and the stent edge was slightly lifted. The device was removed and the procedure was completed with a different size non-bsc stent. No patient complications were reported.